Event description:
It was reported that the patient was getting inadequate coverage from their drg s1 lead. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A system displayed elective replacement indicator (eri) message was reported to abbott. It was also determined the patient was getting inadequate coverage from their drg s1 lead. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.